Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Follow up conversation with the surgeon confirmed that during the case, the surgeon abandoned the procedure as he felt that a more traditional cup and augments were the best option for the patient. Evaluation of the returned custome component found that it met specification. This report filed april 25, 2011.

Event description:
It was reported that the patient underwent hip revision arthroplasty on (B)(6) 2011. During the procedure, the surgeon was not able to insert the tri-flange acetabular shell after making multiple attempts. The procedure was completed utilizing a competitor's acetabular cup. There was no injury to the patient; however a delay greater than thirty minutes occurred in the procedure as a result.